Manufacturer narrative:
Device data from the event was reviewed and the device demonstrated proper function. The identified artery dissection could have caused or contributed to the reported flow issue. But, the root cause could not be determined definitively. The reported device was serviced at the customer site and passed all applicable testing. The device remains in use.

Event description:
Approximately 6 hours into perfusion, message code 390 (low arterial flow) occurred. Troubleshooting was unsuccessful. No significant bleeding was observed. Inspection revealed a dissection of the replaced left artery, and the liver was ultimately declined for transplant.

Event description:
Approximately 6 hours into perfusion, message code 390 (low arterial flow) occurred. Troubleshooting was unsuccessful. No significant bleeding was observed. Inspection revealed a dissection of the replaced left artery, and the liver was ultimately declined for transplant.

Manufacturer narrative:
A review of the device data determined that the observed issue was most likely caused by increased arterial resistance, resulting in reduced arterial flow after a period of stable performance. The metra device functioned as intended throughout perfusion, and no device malfunction was identified. The event was likely attributable to dissection of the replaced left artery and elevated arterial resistance.